Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a laparoscopic lar, the reload did not fire after clamping. A new reload was used to continue. No patient injury, adverse event or delay in surgery time was reported.